Event description:
A doctor tried to cardiovert a patient using the defibrillator in question. The defibrillator was hooked up to the patient using electrode pads. They also had the nibp, non-invasive blood pressure, and pulse oximeter function of the defibrillator in use as well. The defibrillator was charged to 200 joules, when they tried to deliver the shock, the defibrillator read "error default 180". They tried a second time to deliver the shock, but were unable to. It displayed, "error default 80" on the screen. They removed the defibrillator, and used a backup. They were then able to successfully cardiovert the patient.